Event description:
This spontaneous report was received from a (B)(6) physician. A female patient was injected with radiesse in 2014. Following the radiesse injection, the patient developed a furuncle/skin irritation on the top of the left nasolabial fold. Corrective treatment included pyostacine. According to the physician, the patient was recovering even though his skin remained irritated.

Manufacturer narrative:
(B)(4). On (B)(4) 2015 further info was received: the date of the onset was provided: (B)(6) 2015. The event was stated as: inflammatory reaction, redness, rash. Measures taken: antibiotic, pyostacine (pristinamycine) 2g daily. The incident ended on (B)(6) 2014. The physician assessed this case as needing medical intervention. The event description provided: inflammatory reaction at the top of the left nasolabial fold 24 hours following injection. Reaction occurring away from the injection point.